Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reds2287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter placement operator from the IV team of this hospital successfully placed a single-lumen powerpicc in the right upper arm under the guidance of ultrasound on (B)(6) 2019. Access was made successfully only by one operation. On (B)(6) 2019, the patient complained of chest distress. On (B)(6) the chief physician performed a bedside vascular ultrasound examination, showing superior vena cava thrombosis. The chief physician prescribed the use of urokinase for thrombolysis, but the results were unsatisfactory. On (B)(6) another vascular ultrasound examination was performed, showing thrombosis of the right subclavian vein near the heart, and hemodynamic changes arising from blocked blood return in the left internal jugular vein and the left subclavian vein. The chief physician immediately contacted the dealer and manufacturer that had given an explanation. However, the physician attributed the thrombosis to the PICC and would report it to the hospital as an adverse event.